Manufacturer narrative:
The customer reported that the device has been discarded and that it is not available for investigation. A review of the device history record is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that an unspecified solute flowed through the key plug (blue) of the channel b port. During or after use. Although there was patient involvement, there was no patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of solute flowing through the key plug could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.